Event description:
It was reported that the device reached elective replacement indicator (eri) after two and half years of use and there was possible early battery depletion. It was further reported that there was high left ventricular output. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 83% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. Concomitant products: 4087 competitor implantable pacing lead (B)(6) 2006; 0185 competitor implantable tachy lead (B)(6) 2006. (B)(4).